Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "late march". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced redness with swelling at the adc device insertion site and had contact with a healthcare professional who prescribed unspecified oral medication and ointment for treatment. There was no report of death or permanent impairment associated with this event.